Event description:
It was reported that the stylet could not be inserted into the lead. The lead was not implanted and replaced.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.